Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty deploying the clip. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was achieved using a starclose se device, after an unspecified procedure. Reportedly, the clip of the starclose se device did not deploy. The device was "tapped" and the clip deployed and achieved hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.